Manufacturer narrative:
A customer service engineer (cse) was dispatched to the customer site. The cse performed inspections and replaced the internal waste tubing, wash displacement injector, and base rotary pump. The fluidics and probe calibrations were verified, and all performed as expected. The daily maintenance was performed and then quality controls (qc). All results were within range and the advia centaur cp instrument is operational. The cause of the falsely elevated cardiac troponin I (tni-ultra) patient result is unknown. No further evaluation of this device is required.

Event description:
A discordant falsely elevated cardiac troponin I (tni-ultra) patient result was obtained on an advia centaur cp instrument. The initial result was not reported to the physician(s). The customer performed repeat testing of the patient sample on an alternate centaur cp instrument. The customer obtained the expected result of <0.040 ng/ml and performed repeat testing on the original centaur cp instrument. The customer obtained the same expected result and reported the <0.040 ng/ml to the physician(s). There are no reports of patient intervention or adverse health consequence due to the tni-ultra discordant patient result.